Event description:
The device has been explanted.

Event description:
Healthcare professional reported left side rupture and an exchange of textured devices due to patient's concern with product. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Anxiety¿product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data:

Event description:
Healthcare professional reported left side rupture and an exchange of textured devices due to patient's concern with product. The device has been explanted.